Manufacturer narrative:
(B)(4).

Event description:
It was reported that a drop in battery longevity was observed. Patient was asymptomatic. A remote transmission in (B)(6) 2016 showed an expected longevity of 1.3 years. Four months later, a remote transmission showed an expected longevity of 2.6 months. The physician will monitor the patient for eri and replace the generator at that time.

Event description:
New information received indicated that the device was explanted and replaced. The patient¿s condition was good throughout.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. A longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.